Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse from the hospital called in to state that the touch screen was not responsive. Biomed was able to verify during discussion that it was the result of the targets being rotated. Biomed stated that it was covered under a field action and would ship a replacement part under warranty. Per additional information received via follow-up on 16mar2022, it was stated that the nurse educator was called into the nicu regarding arctic sun device. The nurse reported that they were attempting to initiate hypothermia on a neonate and when they touch hypothermia under a patient therapy selection the screen goes to the normothermia screen. They have cycled the power. The hypothermia nor the normothermia button was responding and if touched the left upper screen, the advanced set up screen popped up. Per technical support the touch screen need to be replaced. Biomed explained this to the nurse. Nurse did not have another device available at that time.

Manufacturer narrative:
The reported issue was confirmed. The device was not returned. The root cause of the reported issue was a bug in the gdu and incomplete instructions at axiomtek. Some of the assembly technicians use the gdu to rotate the screen orientation from 0 to 180 degrees during assembly for operational ease, since the arcticsun control panel is held upside down in the production jig. If the setting is not reverted to 0 degrees after assembly, it will cause flipped touchpoints. Screen setup parameters are not controlled and a bug in the gdu caused temporary parameters to be saved, which allowed this behaviour to occur. The device did not meet specifications and was influenced by the reported failure. The device was in use on a patient. The labeling review was not required because labeling could not have prevented the issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse from the hospital called in to state that the touch screen was not responsive. Biomed was able to verify during discussion that it was the result of the targets being rotated. Biomed stated that it was covered under a field action and would ship a replacement part under warranty. Per additional information received via follow-up on 16mar2022, it was stated that the nurse educator was called into the nicu regarding arctic sun device. The nurse reported that they were attempting to initiate hypothermia on a neonate and when they touch hypothermia under a patient therapy selection the screen goes to the normothermia screen. They have cycled the power. The hypothermia nor the normothermia button was responding and if touched the left upper screen, the advanced set up screen popped up. Per technical support the touch screen need to be replaced. Biomed explained this to the nurse. Nurse did not have another device available at that time.